Event description:
It was reported during a cardioplasty procedure that these both devices did not work when they were assembled. No further information was provided. There was no adverse patient consequence.

Manufacturer narrative:
Broken clamp arm. Evaluation summary: the analysis results found that the lcsc5 device was received with the clamp arm broken. However, the instrument was connected to a generator and activated as intended. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.